Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. "The incident occurred at the end of october 2016." (B)(4).

Event description:
It was reported that there was a tracheostomy tube cuff leak. It was reported that after the tracheostomy tube was inserted, the cuff pressure was inflated to 30cmh20 using a cuff checker. After one hour, the pressure dropped to 10cmh20. Then after 8 hours the cuff pressure had dropped to 0cmh20. It was then reported that this "phenomenon was observed even after replacing it with new one". There were no adverse health outcomes reported. See MFR: 3012307300-2016-00285.